Event description:
It was reported that this patient experienced infection, a hematoma, swelling, redness, and heat. Subsequently, the physician decided to explant this cardiac resynchronization therapy-defibrillator (crt-d) system. No additional adverse patient effects were reported.